Event description:
On (B)(6) 2014, a peritoneal dialysis pt reported that he was in the middle of his peritoneal dialysis (pd) treatment, when the machine began to alarm indicating a leak. Dialysis solution leaked out of the cassette and into the cycler. He was instructed to shut down the treatment and start over. Pt tried to remove the cassette, but the cassette had expanded "to the size of a softball". Pt did not go to the clinic until on (B)(6) 2014 and was found to have (B)(6) and was treated with heparin, tazicef and cefazolin, and received his medications at the pd clinic. The pt and his wife refused to have the cycler replaced at that time. The pt stated that the pd nurse went out to his house, and checked the machine and said it was the cassette not the machine. The pt's wife stated that they do not want the cycler replaced. It was explained to her that it is normal protocol to have the cycler replaced. She declined and stated that if she has any other issues, she will contact (B)(4). No other info was given, related to the infection. On (B)(6) 2014, the pdrn stated that the pt had an infection and was being administered antibiotics at the clinic. The pt was not hospitalized and is now doing fine. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.